Event description:
It was reported that during a coronary drug eluting stent treatment procedure, removal difficulties were encountered. The physician was treating a lesion in the lad with a taxus express 3.5 x 20 mm drug eluting stent. He deployed the stent at 12 atms of pressure. Following a second inflation to 12 atms and then deflating the balloon, it became stuck in the stent. He re-inflated and deflated the balloon. The physician then noted decreased flow in the artery. The balloon was still stuck in the stent. He advanced the guide catheter down the lad to the lesion, pulled with some force and the balloon was released. The clinical outcome was good. The pt status is reported as "stable". No additional info available.